Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) due to the cartridge running out of insulin and needed to be changed. Pump system check was performed with tandem technical support (cts) and the time was found to be incorrect. Cts instructed contact on how to correct time and to use the fill tubing feature to prime air out of tubing after the cartridge was changed. Contact reported the cartridge and infusion set were changed.